Manufacturer narrative:
The investigation determined that higher and lower than expected quality control results were obtained on vitros ck-mb and bhcg assays using non-vitros biorad and cliniqa quality control material on a vitros 5600 integrated system. It was concluded that the unexpected quality control results were caused by an instrument issue as the same biorad and cliniqa qc fluids were processed on their other vitros analyzer using the same assay lots without experiencing the same performance shift. The ortho fe performed multiple service actions to the microwell subsystem that included luminometer and irs calibration as well as sample metering parts replacement and adjustments. Following service actions, acceptable qc results has been maintained for all affected assays. The MDR is being submitted after the 30 day reporting date due to a technical issue with ortho¿s MDR reporting system. Ortho was unable to electronically submit mdrs from 5 july 2018 ¿ 19 july 2018.

Event description:
The customer obtained higher and lower than expected quality control results on vitros ck-mb and bhcg assays using non-vitros biorad and cliniqa quality control material on a vitros 5600 integrated system. Ck-mb with cliniqa level 1 (lot 1710083) = 4.91, 4.92, 5.17, 4.62 versus expected 2.95 ng/ml. Total b-hcg ii with biorad level 3 (lot 40960) = 320.08, 301.92 versus expected 494 miu/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The unexpected quality control results were generated from non-patient fluids, however the investigation cannot conclude that patient sample results were not affected and would not be affected if the event were to recur undetected. There was no allegation of patient harm as a result of the event. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).